Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure a farawave 2.0 ablation catheter was selected for use, it was noted that the handle was dirty when the package was opened, describe as a white stain residue. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.